Manufacturer narrative:
The instrument was returned and eval. Per the customer reported complaint, engineering observed a 5 inch long section on the distal end of the main tube with scraping. This site has previously returned cannulae with damage at the distal tip which may have been used in conjuction with the instrument. The following medwatch reports listed below will also be sent to the FDA. These reports only pertain to the cannulae returned from this specific site: 2955842-2007-00116, 00117, 00118, 00119, 00120, 00121.